Manufacturer narrative:
Device received with operating currents within specification. Device passed self test and displacement test. Device was monitored for 24 hrs. The battery was removed from device and monitored for 10 minutes. Device power up properly after insertion of the battery and no pump error 23, 49, 68 or unexpected battery power loss alarms were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed post-reset ram crc alarm, history pointers failed and trace pointers are invalid. The customer¿s blood glucose level was 73 mg/dl at the time of the incident. Customer stated received the alarms, then alerted to change the battery. The customer was advised the pump experienced an unexpected restart. The insulin pump will be replaced. The insulin pump will not be returned for analysis.